Event description:
Vascular surgeon was using the plume pen elite surgical smoke evacuation pencil during a below knee amputation case. The pen worked well for the initial part of the procedure, with no issue reported between uses. The last time the surgeon went to engage the pen, they immediately noted a small flame that appeared at the tip of the detachable bovie tip that was immediately put out. No contact was made with the patient or staff members. The plume pen was quickly unplugged with all pieces collected.